Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was sticking and would not fully open. The customer reported having to manually pull the drawer out in order to access the cubies located at the back of the drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had busted rail and the cage was exposed. A field service engineer (fse) replaced the half height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.